Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia after eating two corn dogs that were announced as a less-than meal, with a concurrent capillary blood glucose of 314 mg/dl and no pump alarms or infusion set leaks reported; the cannula was reportedly straight on removal and an infusion set change was performed with coaching. Symptoms included elevated blood glucose without reported ketoacidosis or other complications. Outcomes included recovery to target range later the same day and continued stability thereafter, with no medical intervention outside of routine self-management. Investigation included customer support troubleshooting, review of cgm-reported highs, confirmation of insulin delivery continuity, and guided infusion set replacement. Investigation of this case revealed no device malfunction, no alarm state, and no identifiable hardware component failure, with the event consistent with postprandial hyperglycemia possibly related to meal announcement or timing rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.